Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed occurred due to looseness of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the video system center exhibited no image when the connector was shaken, due to a loose scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.